Event description:
A customer reported an alarm associated with their tandem mobi cartridge. The customer's blood glucose level was recorded at 200 mg/dl. Reportedly, the cartridge was changed to address the issue.